Event description:
It was reported that the patient had ¿drug running under her skin.¿ it was noted that if the health care professional hadn¿t caught it, the patient could have ended up in a coma or died. It was also reported that the battery was ¿running dead¿ and the pump was replaced.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003. Product type: catheter. (B)(4). Drug running under the skin.